Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
The subject was enrolled into the (B)(6) study on (B)(6) 2020 with patient identifier (B)(6). It was reported that left bundle branch block and 1st degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty(bav) and subsequent deployment of a 25 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day of the index procedure, post valve deploynment, the subject developed left bundle branch block and 1st degree av block. The event led to prolongation of hospitalization. The subject was discharged on aspirin and clopidogrel one day post procedure. Medication was adjusted to treat the av block and the event was considered recovered two days post index procedure. Seven days post index procedure a new permanent pacemaker was implanted successfully to treat the lbbb and 3rd degree av block. Nine days post index procedure, the event was recovered and the subject was discharged home on aspirin and clopidogrel.